Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
No blood glucose levels reported. The customer reported frequent battery changes on the insulin pump. The customer also reported possible moisture on the screen of the pump. The customer also reported unexplained no delivery alerts. No additional information was provided.